Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient present in-clinic for a routine follow-up. Upon interrogation, high rv thresholds were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was not pacer dependent and there were no complications during the procedure and the patient condition is well.